Event description:
This report summarizes 1 malfunction events where a midwest® contra angle sheath overheated. 1 event that resulted in no injury.

Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The contra angle sheath is separated in the middle, broken. Replaced the contra angle sheath with a new one.